Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had never been able to get good coupling. The rep noted having met with the patient the week earlier (week of (B)(6) 2016), and that was when the replacement surgery was scheduled. At the second surgery, on (B)(6) 2016, the ins pocket was again relocated. Indication for use also included non-malignant pain.

Manufacturer narrative:
For information regarding the prior revision please refer to manufacturer report # 3004209178-2016-13112.

Event description:
The patient reported that they had been unable to charge their implantable neurostimulator (ins) since a pocket revision so they had another revision performed on the date of the report. Two different rechargers were used in post op recovery and they were not able to get any coupling bars. They were going to wait for the patient's swelling to go down and then try again. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.